Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. Analysis of the device memory indicated the battery impedance trend was rising. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was also reported that the device was removed and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.